Event description:
Transit disorder due to invaginating reconstructed jejunum into oesophagus hiatal [intussusception]. Case description: literature report was received on (B)(6) 2011, from a physician regarding a male patient in his (B)(6), initials not provided. The title of the literature article was not provided. The patient's medical history was not provided. On an unspecified date, the patient had seprafilm applied for an unspecified indication. On an unspecified date postoperative year one, the patient suddenly developed transit (or communication) disorder, which was caused by invaginating reconstructed jejunum into the esophagus hiatal. The action taken with seprafilm was not provided. The patient's outcome was not provided. Concomitant medications were not provided. The relationship between seprafilm and the event was not provided by the physician.

Manufacturer narrative:
The benefit-risk relationship of seprafilm is not affected by this report.